Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2024-00080: a facility reported that when they opened the rental cusa clarity 23khz handpieces (c7023p) upon arrival, there was a significant amount of dried blood in the irrigation canal which was most likely left over from the previous rental/loaner use. There was no patient involvement.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The pool cusa clarity 23khz handpiece (c7023p) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Due to lack of information, it is not possible to give a possible root cause. The device was decontaminated before being dispatched to the customer. Images of the material were requested, but none were made available. As the handpiece was not returned for investigation and was cleaned at the customer site, it is not possible to identify the material found inside the handpiece. If images or other information are made available, the complaint will be reopened, and the respective evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.